Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
(B)(6) study for chronos reported that a patient with a degenerative disc disease was implanted with a matrix and chronos at l4 - s1 on (B)(6) 2011. At follow up visit on (B)(6) 2011 it was noted that there was incisional discharge at the surgical site and patient experienced febrile episode. Patient provided levaquin and instructed to cleanse the incision twice daily and keep covered. This is the second of two reports for this event.